Event description:
It was reported that the ilet displayed three lines in place of glucose readings due to a temporary signal loss from the dexcom g7, and the sensor reconnected before troubleshooting could begin, with blood glucose remaining unaffected, consistent with an intermittent communication failure involving the antenna/electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with the affected component identified as the antenna/electrical communication interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.